Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse decontaminated the system. The cse then ran precision and the coefficient of variation was high. The cse switched to a different reagent lot and ran precision again and results were acceptable. The system was fully functional upon the cse's departure from the customer's site. The cause of the discordant, falsely elevated cardiac troponin I results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same advia centaur cp instrument, resulting lower. The corrected results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I results.

Manufacturer narrative:
The initial MDR 2432235-2016-00351 was filed on june 30, 2016. Additional information (07/05/2016): a siemens applications support specialist visited the customer's site. The applications support specialist performed calibration for the cardiac troponin I (tni-ultra) assay, resulting in range. The applications support specialist then ran 100 reps of a negative patient pool on two tni-ultra lots. Multiple signal errors resulted on both lots and the signal errors were sometimes followed by a replicate outlier/flier. After the applications support specialist evaluation, the cse revisited the customer site. During the service visits, the cse replaced valve manifold, assembly wash station, rinsing block assembly probe, peristaltic pumps, waste pump, membrane level detection pump, tubing, reagent probe syringe assembly. Diluter pump, diluter air probe pump, line filter, reagent probe wash pump, fuse(s), rotating piston pump, and a power supply. The applications support specialist ran a negative patient pool 100 times, ran calibration and qc. Results were in range. The customer performed an master curve materials (mcm) linearity run for all assays, resulting with errors. The applications support specialist re-visited the customer's site and ran mcm linearity using fresh deionized water for thyroid stimulating hormone and new ranges for tni-ultra. A siemens headquarters support center (hsc) specialist reviewed the event. Hsc could not determine the cause of the event, as multiple parts were replaced which could have contributed to discordant tni-ultra results. The instrument is performing according to specifications. No further evaluation of the device is required.